Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level ranging from 540-541 mg/dl with trace of ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
Device not returned